Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Within 5 years, only the current complaint has been recorded on gts standard femoral stem cementless s 0, reference ps129g00, batch 0001226702 regarding pain and revison. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient hip was revised due to pain (investigated in the current complaint). The initial surgery date was unknown. The sale representative referred that it happened more than a year ago. During the first implant there was a fissure on the calcar area that was fixed with a no re-absorbable wire. The stem, after the first implant, slightly went down and it caused a load on the lateral cortical bone. This lead to a thickening of the lateral cortical bone on the top of the stem. During the revision procedure, the gts extractor got broken while the surgeon was extracting the stem (this problem is handled in (B)(4)). Patient weight : normal weight. Patient build : average. Patient activity level : normal activity level related to the age of the woman.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 7 products gts standard femoral stem size 0, reference (B)(4) batch 0001226702 were manufactured on 26th june 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint (medical: pain). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient hip was revised due to pain (investigated in the current complaint). The initial surgery date was unknown. The sale representative referred that it happened more than a year ago. During the first implant there was a fissure on the calcar area that was fixed with a no re-absorbable wire. The stem, after the first implant, slightly went down and it caused a load on the lateral cortical bone. This lead to a thickening of the lateral cortical bone on the top of the stem. During the revision procedure, the gts extractor got broken while the surgeon was extracting the stem (this problem is handled in (B)(4)). Patient weight : normal weight. Patient build : average. Patient activity level : normal activity level related to the age of the woman.